Event description:
It was reported that this lead was fractured and exhibiting high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the lead was abandoned an replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).